Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was unknown. The customer stated the alarm was resolved by a complete set change. Customer also stated their infusion sets were clogged, causing the no delivery alarms. The customer also noticed their needle was bent on their infusion set. Customer's infusion sets will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.